Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the device experienced the tubing clamp missing. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: it was reported bd nexiva #20 g IV dual port catheters that did not have a clamp on the set. / clamps missing as per account, it was brought to my attention today that there were some bd nexiva #20 g IV dual port catheters that did not have a clamp on the set. Unfortunately, this was not noticed until it had already been inserted into the patient. 4 other packs were also found missing the clamp in the emergency department, for a total of 5 affected packs, all from the same lot. We had 2 other boxes with the same lot number in the emergency department, however the majority of the packs were unaffected and only some were missing the clamp.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation?: yes. D9: returned to manufacturer on: 1/18/2022. H6: investigation: our quality engineer inspected the units submitted for evaluation. Bd received four unopened units from lot number 1202119. Upon inspection of the received unit it was identified that the pinch clamp is missing in all four units therefore confirming the reported issue. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the inspection process.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the device experienced the tubing clamp missing. This event occurred 7 times. The following information was provided by the initial reporter. The customer stated: it was reported bd nexiva #20 g IV dual port catheters that did not have a clamp on the set. / clamps missing as per account, it was brought to my attention today that there were some bd nexiva #20 g IV dual port catheters that did not have a clamp on the set. Unfortunately, this was not noticed until it had already been inserted into the patient. 4 other packs were also found missing the clamp in the emergency department, for a total of 5 affected packs, all from the same lot. We had 2 other boxes with the same lot number in the emergency department, however the majority of the packs were unaffected and only some were missing the clamp.